Event description:
Event description boston scientific crm received information that this pacing system was implanted without issue. The next morning there was a loss of ventricular capture and sensing. The lead was then repositioned and the issues re-occured. The lead was then explanted and replaced. At this time, blood was noted in the lumen of the atrial lead so a new atrial lead was implanted. As there were continued issues with this system, the pacemaker was replaced as well. The explanted system was returned for analysis.